Manufacturer narrative:
(B)(4). Batch # n56u11. Additional information was obtained: the procedure was delayed about twenty to twenty five minutes due to issues removing the ancillary trocar and over sewing the proximal anastomosis. The analysis results found that the ecs25a device arrived with no apparent damage, with the ancillary trocar present, no issues were noted. The breakaway washer was present, anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure that there was an incomplete ¿donut¿ on the proximal side (stomach side). All the staples seemed to be formed properly but there appeared to be a small hole in the twelve o¿clock position of the anastomosis on the proximal side. The surgeon was having trouble getting the green ancillary trocar to release from the anvil which caused the tissue to stretch the proximal anastomosis. The surgeon over sewed the proximal anastomosis to complete the case. The procedure was delayed about twenty to twenty five minutes due to issues removing the ancillary trocar and over sewing the proximal anastomosis. There were no adverse consequences for the patient.